Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence, presumably due to air entering the pump during the original implant surgery, which caused the device to never work. A revision surgery was performed, during which the physician replaced the pump through a high scrotal incision. The balloon and cuff were then aspirated to confirm there were no leaks in the system. After reconnecting everything, the system was working properly. There were no further patient complications.